Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair is pulling to the right.

Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation. The result of the evaluation was that the brush holder was tight causing the chair to veer, which confirmed the original complaint issue.

Event description:
The dealer stated the chair is pulling to the right.